Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited increased capture threshold and oversensing of atrial signal. A chest x-ray was performed and found that their rv lead and right atrial (ra) lead were both dislodged, tangled, and twisted due to the patient twiddling with their implantable cardioverter defibrillator (ICD). Programming changes were made to disable high voltage therapies on the rv lead. The ICD, ra, and rv leads were explanted and replaced. The patient was stable throughout.